Event description:
This 47 year old female had previous bilateral breast reconstruction post mastectomy with saline implants. She has capsular contracture and compliants of chronic fatigue and joint related symptoms that have been progressive. Gross descriprtion: bilateral intact breast implants. The capsules, on microscopic exam, show no specific pathologic changedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.